Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting options and recommended x-ray to evaluate system integrity. This device was subsequently reprogrammed to the secondary vector to mitigate further inappropriate shocks. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting options and recommended x-ray to evaluate system integrity. This device was subsequently reprogrammed to the secondary vector to mitigate further inappropriate shocks. This system remains in service. No adverse patient effects were reported.